Event description:
Boston scientific received information that, during a normal follw-up, abnormal measurements were observed. An x-ray was performed, which revealed this right ventricular (rv) lead dislodged. The decision was made to reposition this rv lead. All measurements were stable and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.